Manufacturer narrative:
(B)(4). Visual inspection of the returned pin noted the pin fractured and the threaded portion was not returned. The returned fragment was sent to sem for additional evaluation. Fracture surface analysis performed by sem on the half pin sample showed that it fractured due to fatigue. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent surgery for an application of an ankle spanning external fixation. A 3 mm pin was placed in 1 st metatarsal to prevent equinos. The 3mm pin broke post op and the patient has retained broken top of pin.